Event description:
Clinical study during a coronary artery drug eluting stenting procedure the taxus express2 8.8% 3.5x28 mm drug eluting stent (des) detached from the balloon delivery system prior to deployment. The target lesion being treated during this procedure was a 3.5 mm vessel diameter, 80% stenosed region of the mid right coronary artery (rca). The lesion was predilated prior to the event. During the stent implant prodecure the des detached from the delivery balloon prior to deployment. The physician attempted to snare the des, but was unable to before it migrated out of the coronary system. Fluoroscopy performed of the head, neck, bilateral groin, chest, and abdomen did not uncover the location of the des. The site listed this event as resolved, and discharged the pt one day post index procedure receiving asa and plavix.